Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2014, due to pain. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2014 due to pain. The modular head and acetabular cup were removed and replaced. Additional information received from patient's legal counsel report patient allegations of inflammation, damage to bone and tissue, lack of mobility, soreness, dysfunction, loss of range of motion, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised due to pain. Revision op report notes the presence of fluid and the cup was found at 40 degrees anteversion and stable. The cup and modular head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: material sensitivity reactions. Inadequate range of motion due to improper selection or positioning of components. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03237 / 2014-04386).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6), 2010. Subsequently, patient was revised on (B)(6), 2014 due to pain. The modular head and acetabular cup were removed and replaced. Additional information received from patient's legal counsel report patient allegations of inflammation, damage to bone and tissue, lack of mobility, soreness, dysfunction, loss of range of motion, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.